Manufacturer narrative:
H4 (device manufacture date) was corrected. The thermogard ivtm console (s/n (B)(6)) was evaluated at the customer site. The customer's reported complaint that "the thermogard xp ivtm system displayed tcmid:02 (ce danfoss error) error message" was confirmed based on the event log review but not during functional testing. The thermogard system functioned as intended during testing, and the reported tcmid:02 error was not replicated. To address the reported intermittent tcmid:02 error messages, zoll service personnel replaced the danfoss controller module as well as the pic 16 and cooling engine wire harness assemblies. During visual inspection, there was no physical damage observed on the thermogard console. A review of the system's event log showed multiple tcmid:02 (ce danfoss error) error messages around the customer's reported event date; thus, confirming the reported complaint. The ivtm thermogard console passed functional testing without any fault or error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:02 (ce danfoss error) error message. Another thermogard console was used to continue the patient treatment. The customer did not provide any further information. Patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.